Event description:
The patient was transferred to the hospital in cardiogenic shock and stemi (st segment elevation myocardial infarction). Direct admit from ed to cath lab. The patient was intubated, required CPR and had an insertion of intra-aortic balloon catheter in the left femoral artery. No note in md progress notes that iab catheter was difficult to insert at the time. Inserted in cath lab. In the evening of same day, the iab catheter suddenly had blood in delivery line. Pump turned off immediately. Md inserted a new iab catheter at the bedside without difficulty to right femoral artery. Discontinued the catheter from the left femoral artery. No harm to the patient.